Event description:
It was reported that the device overheated during a case. There was no medical intervention and no delay alleged with the event. The case was completed with a back-up equipment.

Manufacturer narrative:
Internal components were evaluated which revealed that the bearings are corroded due to insufficient lubrication.